Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the reason for call was patient reported the implant is not holding a charge for several months. Patient stated they charge up the implant to 40% yesterday and turn off the therapy and this morning the ins was down to 30%. Patient services (ps) confirmed with patient when charging the ins, they are getting excellent quality and able to charge the implant. Ps reviewed device function and recommend patient consult with her hcp ofc regarding her concerns with the ins not holding a charge. Patient stated they are having an MRI done today and like to know what they need to do with their implant. Ps assisted patient with using the controller, controller shows ins 30%, controller 90% charge and controller shows full body MRI eligible. Additional information received. It was reported it loses charge about every 1-2 days. Patient reported they stopped using it cause it needs to be charged often and take long to recharge. Patient reported issue not resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.